Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had cancer, and received chemotherapy.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total gastrectomy, the device was difficult or unable to load during esophagus-large intestine anastomosis. The stapler did not match with the other device. Another stapler had to be used and the esophagus had to be cut more. Because the first device did not work, the anastomosis was done higher with the second device (the esophagus had to be cut). Eea sizers were used. The surgical time was extended 30 minutes or more due to the product problem. The incision was extended more than 1 inch and there was unanticipated tissue loss. The procedure was converted to open due to the issue. The patient had a delicate health condition the next day of the surgery. The large intestine was necrotic. The patient died on (B)(6) 2017.